Event description:
It was reported that this patient underwent a left shoulder replacement. Subsequently, the patient presented with severe pain without signs of infection, significant trauma, or instability. During revision surgery, the liner was found to have extensive inferior wear and was replaced. The patient was last known to be in stable condition following the event. No further information is available.